Event description:
It was reported that a pump has a system error 322. The customer stated there was no associated pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The system error 322 was reproduced during testing. A physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The upper auxiliary assembly will be replaced.